Manufacturer narrative:
The electrode pads were not returned for evaluation and no logs were provided for review. Visual data received from the customer revealed redness on the skin where the pads were placed. Additionally, an image of the electrode showed black spots around the periphery, indicating arcing. A DHR review for this lot revealed no anomalies. Attempts to contact the customer for additional information to determine the root cause were unsuccessful. Therefore, at this time, this claim will be closed as "no fault found.". The pro padz radiolucent instructions for use provides the warning "ensure skin is clean and dry under electrode. Remove any debris, ointments, skin preps, etc. With water (and mild soap if needed). Wipe of excess moisture/diaphoresis with dry cloth." And "poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns." Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) during a synchronized cardioversion procedure, a spark was seen from these electrode pads. After removing the electrode pads, second degree burns of were found on the patient's skin.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.